Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the power issue occurred on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and exercise and did not detail making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that an unknown time after the alleged meter issue occurred she developed symptoms of ¿shivering and collapsing¿ which she associated with hypoglycemia and that she contacted her doctor who advised her to ¿take sugar¿, which caused her symptoms to abate 30 minutes later. During troubleshooting the cca noted that there was no apparent misuse of the meter and it was not the first time it had been used. The meter would not power on when a correct test strip was inserted however did power on when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the meter involved with this complaint was returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The test strips and the control solution involved with this complaint were also returned; however, had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.